Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #8300ab; brand name: edwards intuity elite valve system aortic valve; PMA #p150036. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient medical intervention to treat the thrombosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received info via a clinical trial that a 25 aortic valve developed subacute leaflet thrombosis after an implant duration of 3 years, 4 months. Warfarin was administrated. About 2 months after the thrombosis was resolved.